Event description:
During an ercp for pancreatic duct stone removal, the physician selected a cook memory eight wire basket. It was reported that when the user opened the package they discovered the basket tip scattered [basket wire broken]. User changed to another basket to complete the procedure. This observation was made prior to patient contact so there was no patient harm.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A photo of the device and label were provided. In the photo it can be seen that two basket wires have broken at the proximal end of the basket but remain attached at the distal tip of the basket. The label in the photo matches the reported lot. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully advanced. The basket had two broken wires detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to fully advance and retract during handle manipulation without resistance. The broken wires would remain outside of the catheter during retraction. Under magnification of the broken wires evidence was found of embrittlement of the wire material. The fracture points of the basket wires were found to be close to the basket's proximal solder point, but there was no evidence of the wires being damaged by the buff process. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on (B)(6) 2024. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wires was traced to the soldering process. Based on the visual examination it appears the basket wires were embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.